Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit before and after a battery change. Customer's blood glucose was 512mg/dl at the time of incident. Troubleshooting advised customer that a replacement battery cap would be sent to them and to call back to further troubleshoot. No high blood glucose troubleshooting was performed. Customer indicated that no further assistance was necessary.